Event description:
The date of event is estimated: dr (B)(6) performed a total hip arthroplasty procedure utilizing quill srs monoderm for deep layer closure and skin closure and quill srs pdo for capsular closure. The patient presented with irritation and possible infection (culture results not disclosed) approximately three (3) weeks post operatively. An I&d procedure was performed. No additional information could be obtained from this surgeon.

Manufacturer narrative:
The facility was unable to identify which lots were used for this procedure. Furthermore, no samples were available for evaluation since the material is absorbable. The specific lot code information was not provided. Therefore, the expiration dates and manufacturing dates are unknown. Additional 510(k): k051609. Method: it is not certain which lots were used for this procedure. Furthermore, no samples were available for evaluation since the material is absorbable. Results/conclusion: without the finished good lot numbers, relevant portions of the device history records and/or sterility records could not be reviewed. However, lot numbers of current stock housed in this facility during this time frame were provided and the DHR's and sterility records for these lots were reviewed. No other complaints of reaction/infection were received for any of these lots. No quality issues were noted throughout the incoming, manufacturing, sterilization, or final inspection processes. All quill srs medical devices are confirmed sterilized prior to being released to the field. The IFU for quill srs monoderm suture states, "monoderm suture is a monofilament that elicits a minimal acute inflammatory reaction in tissues and in growth of fibrous connective tissue. Quill srs comprised of monoderm may act transiently as a foreign body. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with quill srs comprised of monoderm. The use of this suture may be inappropriate in elderly, malnourished, or debilitated patients, or in patients suffering from conditions which may delay wound healing." It's most likely that suture placement, surgical environment, and/or patient factors caused this event. However, without receiving details regarding the application, surgical technique, patient profile and health history, and post-operative clinical events, a definitive root cause for the reaction/infection can not be determined at this time. Based on the information obtained and review of manufacturing records for lots remaining in this facility, there is no indication that the quill device malfunctioned or was defective. Post market monitoring has not shown any new or unanticipated adverse events or negative trends. Angiotech reference: (B)(4).